Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Exact product code is unknown. Also, the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that while performing a lap laminectomy, user was peeling a large fibroid from around the uterus. Then a warning light came on the console which said reduce pressure on the shears. User took out the device, device was cleaned, and was put back into the patient. The surgeon wasn¿t doing anything that hadn't seen before and is a very experienced user of the harmonic. The fibroid was very calcified and they had only been operating for about an hour at this point. They cleaned the blade with gauze when they took it out and when they put it back in the patient, they noticed it had broken off. It was in one piece and easy to retrieve form the patient. They switched to using monopolar pencil to complete the procedure and procedure was not majorly prolonged. The broken piece was retrieved from the patient and there was no harm to the patient. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 3/6/2020. H10: corrected data = d1, d4. Additional information reviewed: the device involved in the event was a harh36, lot number t93u4e.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2020. D4: batch # unk. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.